Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual examination of the stent identified damage. The first and second stent strut on the proximal end was lifted and pulled in a distal direction. The crimped stent od was measured and is within maximum specifications. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 29nov2019. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50 x 16 synergy drug eluting stent was advanced but failed to cross lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed stent damage.